Manufacturer narrative:
The reported field event of header anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during a normal implantable cardiac defibrillator implant, the physician could not get the lead to seat in the header with attempted site cleaning. A new device was implanted with no issue. The patient tolerated the procedure well and would be followed normally.